Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found.

Event description:
It was reported that when patient presented for follow up in clinic low r-waves was measured. The lead was explanted and replaced. Patient is doing well.